Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent an endovascular aortic aneurysm repair to treat the abdominal aneurysm with gore® excluder® aaa endoprostheses devices and a gore® excluder® iliac branch endoprosthesis device (ceb, sn: (B)(6) in the right external iliac artery, reia. The procedure was completed successfully. On (B)(6) 2026, the patient attended a standard follow-up appointment at the hospital. Further, it was mentioned that the patient had been having claudication pain on his right side. The computerized tomography angiography imaging (cta) showed the distal end of the limb sitting in the reia is not orthogonal to the vessel wall and reportedly, the flow is slightly impinged. Therefore, it was stated to plan an extension distally using another limb in this hospital (hairmyres). Further, the physician suspected that disease has progressed in the reia and has no concerns about the devices. On (B)(6) 2026, the reintervention took place with extension to the ceb device by a gore® excluder® aaa contralateral leg endoprosthesis device (plc121000). The reintervention was completed successfully. During the procedure, the physician commented to the field sales associate that it appeared like the distal end of the ceb device had landed on a bend in the vessel, which contributed to a partial occlusion of the distal end of the graft. However, this was not found at the index procedure, but in the reintervention angiography it could be seen because the cta imaging was completed with an angiogram from a different angle. Additionally, it was reported that the index procedure was completed with no endoleak observed to the implanted devices, all seal zones looked good. Furthermore, no embolic event was found based on the reported claudication pain and the current recovery status remains unknown. The next follow up cta scan is planned for 3 months time.

Manufacturer narrative:
The device remains implanted and therefore, no product evaluation could be performed. H6: annex c: code c19 refers to the product history review, see result: a review of the manufacturing records indicated the device met pre-release specifications. Type of investigation: annex b: b14 was completed and no device problem found (therefore, c19 was chosen). Annex c: code c21: the investigation is ongoing, preliminary results are available, but the conclusion is still ongoing. Annex b: code b20: the device remains implanted and therefore, no product evaluation could be performed. Communication is ongoing to gather further information from the field. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.